Event description:
Patient called back and mentioned they were still having the same thing going on. Patient mentioned the adaptive stim won't change positions and is causing a lot of pain because the stimulation settings are different. Patient mentioned their apple watch tells them they are unsteady and tells them to be careful of falling. Patient mentioned they got the scs for their back pain which has helped their back pain tremendously but not the pain in their back is in their legs now. Patient then mentioned the pain is from their knee all the way down to the ankles and sometimes can feel the pain in their toes which is very painful. Patient mentioned their legs and back were killing them because their implant was not realizing the position that they are in. Patient mentioned they met with mdt rep last thursday, adjustments were made, patient noted they were not getting stimulation from their knees to their ankle and which he succeeded. Patient mentioned the stimulation was so strong they lowered it which worked but the handset shows it's not picking up the correct position that they are in. Patient mentioned after reprogramming, they went home and couldn't find a good position. Patient noted they think they have been over stimulated and that's causing the inflammation so they have been sore from the stimulation. Patient denied any recent falls/trauma. Patient was in a sitting position, agent instructed patient to stand up, patient checked position and confirmed handset showed a standing position. Agent walked patient through adjusting stimulation in group e and patient mentioned they were not getting any relief. Patient mentioned they feel a burning sensation at the base of their ankle and group e was the only group with adaptive stimulation. Agent consulted with ts and reviewed information with patient. Patient mentioned they turned off adaptive stimulation, still had the same feeling and hurts. Agent reviewed with patient they can turn adaptive stimulation off and adjust the stimulation manually in the meantime to get pain relief. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have an appt with a vascular hcp tomorrow and noted maybe it's a vascular issue. Patient mentioned after surgery they set it to what you think and don't teach you how and they don't know what areas those 4 groups are in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was last night pts adaptiv stimulation was stuck in the lying down position even though they were not lying down. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.